Manufacturer narrative:
The reported events were dislodgement, over-sensing, and a helix mechanism issue. As received, a complete lead was returned with its helix extended for analysis. The reported event of a helix mechanism issue was confirmed. Examination of the lead revealed the inner coil to be over torqued at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was within product specification. The cause of the reported event was due to an over torqued inner coil, which is consistent with procedural damage. The reported event of over-sensing was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. During the revision procedure, a dislodgement of the rv lead was confirmed via diagnostic imaging. The rv lead was attempted to be repositioned, but the helix had difficulties retracting and extending. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.